Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged tube sleeve that was cracked, also replaced bent tube drive, damaged carriage block, cracked front and rear case and cracked handle, split nut recall completed. Unit functioning properly. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to wear of the syringe tube drive arm. A review of the device history record showed the device had a manufacture date of 20mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) did not confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has a damaged tube shaft. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged tube sleeve that was cracked, also replaced bent tube drive, damaged carriage block, cracked front and rear case and cracked handle, split nut recall completed. Unit functioning properly. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to wear of the syringe tube drive arm. A review of the device history record showed the device had a manufacture date of 20mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has a damaged tube shaft. No additional information was provided. There was no patient involvement.